Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: the suspect device was returned for evaluation. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The reported issue was unable to be confirmed or duplicated in the fa lab, as no performance issues were found during testing.

Event description:
Additional information received indicates that the product was returned, and an investigation was completed.

Event description:
It was reported that the device exhibited 401,316, 545 as well man inspiration test 3,4,6,8 errors. It is unknown if there was patient involvement.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. It is unknown if there was patient involvement. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.